Event description:
This event is being reported to the FDA as a part of proactive quality plan undertaken by transmedics inc. The reportable malfunctions under this quality plan represent <0.2% of all ocs transplants. Upon initial priming, the specialist was unable to generate flow to ha line despite various troubleshooting attempts. Pv clamp manipulation, manual flush, threading catheter, retrograde flushing were attempted but no flow could be achieved. Due to prolonged warm ischemic time with no flow through ha line, the organ was declined for transplant. The module was returned to transmedics. Transmedics' analysis showed that the cause of the issue was due to a molding defect in the y-connector which splits into the ha and pv lines. The ha line side was completely sealed off due to a supplier manufacturing fault.